Event description:
Customer alleged that the ppm was set but did not alarm when pt got up. The pt was found in the bathroom with a fractured femur.

Manufacturer narrative:
The hill-rom technician inspected the bed and found the ppm and bed were working as designed. No problem found. Pt was prescribed with bed rest and not to put weight on right leg.